Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to take the lv off for a few hours. Follow up indicated that the skin irritation improved.